Manufacturer narrative:
Difficult to see - evaluation: results: a lens work order search was performed and no similar complaints were found within the work order.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) in 2007. The patient reported she has had an increased problem with halos around lights at night, making it difficult to see, especially when driving. The icl remains implanted. The surgeon reported the last time he saw the patient was in 2008, and the bcva in both eyes was 20/20. The surgeon stated the patient did not indicate she was having any problems. The patient's pupils were tested in the dark and were measured at 8.5mm.